Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to corroded electronic assembly. The pump had corroded motor home switch. There was no green screen. The pump had a broken reservoir tube lip, cracked battery tube threads, cracked case display window corners and scratched lcd window.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 90 mg/dl at the time of incident. The customer stated that the pump got wet while parasailing. The pump vibrated, the screen turned green and had a blank display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.